Manufacturer narrative:
Additional narrative: patient weight not available for reporting. Event date: unknown. Report is for one (1) unknown prodisc-c implant. UDI: device unknown; UDI number unavailable. Device reportedly not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient implanted with a prodisc-c was experiencing pain post-operatively. It was reported that a patient was implanted with the prodisc-c device at c5-c6 in (B)(6) 2013. The patient began experiencing left-side neck, shoulder, upper arm, and scapula area pain. The patient stated that they were having similar pains to what they were experiencing prior to the implant and some of the pains were reportedly worse than before the original surgery. Most of the pain is in the patient's neck, the top of the shoulder, and upper arm. The shoulder pain is intense and circles down their left arm. The scapula area pain is occasional. All of the pain is located on the left-side. The patient recently saw a surgeon other than the one who performed the surgery and the new surgeon found that the patient's prodisc-c implant was out of place. The surgeon recommended a revision procedure. The patient set an appointment with the original surgeon for a second opinion. This report is for one (1) unknown prodisc-c implant. This is report 1 of 1 for (B)(4).